Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was treated at the hospital for a day surgery one day prior to death, but the patient passed away at home. Peritoneal dialysis therapy was performed with a baxter device and/or baxter solutions one day prior to death, but peritoneal dialysis therapy was not being performed at the time of death. The cause of death was reported as ¿myocardial infarction due to heart issues¿ but this was not able to be medically confirmed and an autopsy was not performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event of death. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The power on self-test and a short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.